Manufacturer narrative:
The t:flex user guide states "the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill alert occurred after the customer filled the cartridge with 500 units of insulin. Customer successfully filled a second cartridge to resolve the issue. Tandem technical support reminded customer that per the user guide, the cartridge should not be overfilled.